Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: unknown), sigphandle, sig power sigphandle handle (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic subtotal esophagectomy, during the fourth firing during the creation of the gastric tube. The first 60 mm reload was used but the staples did not deploy and only the knife advanced, exposing the inner cavity of the stomach and it caused a bleeding. The issue was addressed by suturing the area by hand, and it was resected again with second reload. Medtronic's initial evaluation of the incident is that the clamping mechanism was deformed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation de tected an unreported condition: the clamping mechanism was deformed. Functional testing found that the reload was loaded into a representative pmv handle. The clamping mechanism was deformed. The interlock was overridden, and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic subtotal esophagectomy, during the fourth firing during the creation of the gastric tube, the first 60 mm reload was used, but the staples did not deploy, and only the knife advanced, exposing the inner cavity of the stomach, and it caused a bleeding. The issue was addressed by suturing the area by hand, and it was resected again with a second reload. Surgical time was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.